Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had no image. The issue occurred during preparation for use in an unspecified type of procedure. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope had no image. The issue occurred during preparation for use in an unspecified type of procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was confirmed as no image. The cause of the failed was confirmed due to a faulty charged coupled device. Olympus will continue to monitor field performance for this device.